Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer report number: 3006705815-2022-14271. It was reported the patient experienced a headache post-implant procedure. The physician suspected a cerebrospinal fluid (csf) leak. Follow-up identified the patient's headache resolved on its own.